Event description:
It was reported that the device powers on/off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
Medtronic evaluated the device. The root cause was determined to be due to a failure of the power pcb assembly. After replacing the power pcb assembly, proper operation was confirmed, and the device was returned to the customer.